Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12060. It was reported the patient's stimulation changed following a fall. The patient lost stimulation in one leg and receives unintended abdominal stimulation. The patient also experiences an uncomfortable burning sensation at the ipg site which resolves a few hours after stimulation is turned off. The patient had x-rays taken but results are unknown. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.